Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device #049469-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device. Device # 049469-8 was received inspected and verified that the complaint could not be confirmed for this device.

Event description:
Patient reported experiencing issues with the needle button popping out twice before 24 hours. Patient stated that this morning 2 of the v-go devices popped out as he was giving himself his bolus clicks.